Event description:
It was reported that this inflatable penile prosthesis (ipp) exhibited inflation issues. The pump and cylinders were replaced; it was noted that the issue was due to damaged tubing. There were no patient complications reported.

Manufacturer narrative:
Section d has been updated as lot number and implant date were provided.

Event description:
It was reported that this inflatable penile prosthesis (ipp) exhibited inflation issues. The pump and cylinders were replaced; it was noted that the issue was due to damaged tubing. There were no patient complications reported.